Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information and reassessment of the reported event, it was determined to be not reportable. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that there was a revision for unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D2, d4, g4: diligence is in process to provide product identification information; however, no further information has been provided at this time. D10: unk femoral lot# unk, unk tibial lot# unk. G2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.